Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Result and conclusion will be made available following engineering eval.

Event description:
It was reported that "not able to use these when they came in. Bad lot".